Manufacturer narrative:
Identifying information of the part, such as the lot number of the device was not reported to paragon 28. Device is not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient underwent a lapidus arthrodesis surgical procedure that utilized paragon 28 phantom nail on (B)(6) 2017. The nail was found fractured on a radiographic image during the patient's follow-up appointment on (B)(6) 2018. A revision surgery was not schedule and the nail is not expected to be returned.